Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be reproduced but batteries were replaced as a precaution. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure when powering on the system in the morning before cases, there was a critical battery error. The site stated that the system was always plugged in and requested for all the batteries to be replaced. There was no patient present.